Event description:
A healthcare worker reported that following an intraocular lens (iol) implant procedure, there was a refractive error. The patient experienced residual astigmatism. The lens was exchanged one month later. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Manufacturer narrative:
The product was returned damaged and in two pieces. The questionnaire indicated the use of a cartridge, a handpiece, and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used are unapproved for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint of "refractive error, residual astigmatism". The lens was returned with split/cracked optic damage and was in two pieces. A lens bench evaluation could not be performed due to the lens returned in pieces. Information in the file indicated that the root cause of the event may be related to a calculation error. No further information has been provided. (B)(4).